Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report recurrent mitral regurgitation requiring intervention. On (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4. The procedure was completed with a mitraclip xtw implanted. The mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. It was later noted that the clip was still on both leaflets, but due to prolapse, the posterior mitral leaflet (pml) had likely withdrawn a bit. The patient had experienced worsening, shortness of breath, and a lower physical stress limit. In follow up imaging, severe mitral regurgitation (mr) was noticed. On (B)(6) 2022, a second mitraclip procedure was performed to treat the recurrent mr. A second mitraclip xt was necessary and implanted medial to the first clip. The mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported migration (partial clip movement) was due to patient condition. The cause of the reported recurrent mr was unable to be determined. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effect of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.